Event description:
It was reported when the device was used during a gastric bypass procedure, extensive bleeding from the staple/cut line was noted. The surgeon stated there was no resistance when the instrument was fired so therefore over sewed the staple line as a precaution. Pt developed a staple line leak in 2004 and became very ill. As a result, the pt was taken back to surgery to repair the leak. The surgeon states that a leak was noted at the staple line where the jejunostomy was created. The pt expired the following day.